Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. Placeholder.

Event description:
It was reported that the end tip of the grey plastic part of the dynamic hip screw one step impactor is broken off. This was noticed after sterilization processing. There was no patient or surgeon involvement. This is report 1 of 1 for complaint (B)(4).